Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left coil almost perforated the fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, depression, stress incontinence, female, insomnia, plantar fasciitis, libido decreased, dysphagia, breast mass, ovarian cyst and vaginitis. Concomitant products included ethinylestradiol; norgestimate (norgestimate & ethinyl estradiol) from (B)(6) 2009 to (B)(6) 2009 and norethisterone acetate (norethindrone acetate) since (B)(6) 2008 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), migraine ("migraines / headache"), nausea ("nausea"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), vision blurred ("vision/eye problems type: blurry"), alopecia ("hair loss") and dysgeusia ("other injury(ies) or complications: please describe: metallic taste") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, vaginal discharge, hot flush, night sweats, migraine, nausea, tooth disorder, vision blurred, weight increased, fatigue and dysgeusia outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and alopecia had resolved and the feeling abnormal was resolving. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, hot flush, menorrhagia, migraine, nausea, night sweats, tooth disorder, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and abdominal pain. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs and mr received: previously reported event ¿injury to herself¿ updated to ¿perforation (other) please describe and state the location of the perforation: left coil almost perforated the fallopian tube¿. New events added: abdominal pain, hormonal changes describe: hot flashes; night sweats, abnormal bleeding (menorrhagia), migraines / headache, nausea, dental problems, neurological conditions or problems type: brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurry, weight gain, fatigue, hair loss and other injury(ies) or complications: please describe: metallic taste¿. Reporter and patient demography, medical history, lot number, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left coil almost perforated the follopian tube') in a 38-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, depression, stress incontinence, female, insomnia, plantar fasciitis, libido decreased, dysphagia, breast mass, ovarian cyst and vaginitis. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol) from (B)(6) 2009 to (B)(6) 2009 and norethisterone acetate (norethindrone acetate) since october 2008 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), migraine ("migraines / headache"), nausea ("nausea"), feeling abnormal ("brain fog"), vision blurred ("vision/eye problems type:blurry") and dysgeusia ("metallic taste"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nervous system disorder ("nuero condit/prob"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal discharge, hot flush, night sweats, vision blurred, weight increased and dysgeusia outcome was unknown, the pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, migraine, nausea, tooth disorder, alopecia, nervous system disorder and headache had resolved, the feeling abnormal was resolving and the fatigue and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hot flush, migraine, nausea, nervous system disorder, night sweats, pelvic pain, tooth disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), dental probs., neuro condit/prob., migraine, headaches, nausea discrepancy: previous date of essure confirmation test (B)(6) 2014. In current pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in social media records: fatigue, join pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: social media content received. Reporter information and event: joint pain added. Event outcome for fatigue updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left coil almost perforated the follopian tube') in a 38-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, depression, stress incontinence, female, insomnia, plantar fasciitis, libido decreased, dysphagia, breast mass, ovarian cyst and vaginitis. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol) from (B)(6) 2009 and norethisterone acetate (norethindrone acetate) since october 2008 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), migraine ("migraines / headache"), nausea ("nausea"), feeling abnormal ("brain fog"), vision blurred ("vision/eye problems type:blurry") and dysgeusia ("metallic taste"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nervous system disorder ("nuero condit/prob"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal discharge, hot flush, night sweats, vision blurred, weight increased and dysgeusia outcome was unknown, the pelvic pain, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, migraine, nausea, tooth disorder, alopecia, nervous system disorder and headache had resolved, the feeling abnormal was resolving and the fatigue and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hot flush, migraine, nausea, nervous system disorder, night sweats, pelvic pain, tooth disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), dental probs., neuro condit/prob., migraine, headaches, nausea discrepancy: previous date of essure confirmation test (B)(6) 2014. In current pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: 619696 manufacture date:2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left coil almost perforated the follopian tube') in a 38-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, depression, stress incontinence, female, insomnia, plantar fasciitis, libido decreased, dysphagia, breast mass, ovarian cyst and vaginitis. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol) from (B)(6)2009 to (B)(6)2009 and norethisterone acetate (norethindrone acetate) since (B)(6)2008 for birth control. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), migraine ("migraines / headache"), nausea ("nausea"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type:brain fog"), vision blurred ("vision/eye problems type:blurry"), alopecia ("hair loss") and dysgeusia ("other injury(ies) or complications: please describe: metallic taste") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, abdominal pain, vaginal discharge, hot flush, night sweats, migraine, nausea, tooth disorder, vision blurred, weight increased, fatigue and dysgeusia outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and alopecia had resolved and the feeling abnormal was resolving. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, hot flush, menorrhagia, migraine, nausea, night sweats, tooth disorder, vaginal discharge, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left coil almost perforated the fallopian tube') in a 38-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, depression, stress incontinence, female, insomnia, plantar fasciitis, libido decreased, dysphagia, breast mass, ovarian cyst and vaginitis. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol) from (B)(6) 2009 to (B)(6) 2009 and norethisterone acetate (norethindrone acetate) since (B)(6) 2008 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), migraine ("migraines / headache"), nausea ("nausea"), tooth disorder ("dental problems"), feeling abnormal ("brain fog"), vision blurred ("vision/eye problems type:blurry"), alopecia ("hair loss") and dysgeusia ("metallic taste") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nervous system disorder ("nuero condit/prob") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal discharge, hot flush, night sweats, vision blurred, weight increased, fatigue and dysgeusia outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea, tooth disorder, alopecia, nervous system disorder and headache had resolved and the feeling abnormal was resolving. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hot flush, menorrhagia, migraine, nausea, nervous system disorder, night sweats, pelvic pain, tooth disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for- dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), dental probs., neuro condit/prob., migraine, headaches, nausea diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: newly added events- pelvic pain female, neurological disorder nos., outcome of previously reported events- abdominal pain, dental probs., migraine/ headaches, nausea were resolved, lab data were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.